Event description:
Information was received from a consumer via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the patient¿s device had not worked in a long time. No symptoms were reported. No further complications were reported. Follow-up was conducted.